Manufacturer narrative:
Patient codes: 1838 not labeled. Internal file number: (B)(4). H2: correction: b3: date of event.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2019, the patient began to experience angina and was re-hospitalized on (B)(6) 2019. Medications were administered. And a revascularization procedure was performed, treating in-stent restenosis in the target lesion, as well as areas of stenosis in the proximal left anterior descending (lad), the proximal circumflex (cx) and the left main artery. One day post revascularization, troponin levels were noted to be elevated; however, no treatment was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 2.75 x 15 mm xience alpine stent in the mid left anterior descending coronary artery. On (B)(6) 2019, the patient was re-hospitalized with chest tightness and stenosis was noted in the stented region. Balloon angioplasty was performed using a drug eluting balloon, to treat the in-stent restenosis. No additional information was provided.